Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) during dwell three of four in the previous therapy. The patient was connected at the time of the alarm. The home patient (hp) stated s/he followed the book and disconnected, and contacted the pd nurse (pdn) to advise of the occurrence of the alarm. The technical service representative (tsr) explained the alarm to the hp and assisted with troubleshooting. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp stated everything looked fine, the hp got up and went to the bathroom, but was still connected. There was no patient injury or medical intervention. No additional information is available.